Event description:
The user facility verified the pt underwent a lens exchange. Requests for additional info from the surgeon have not been successful.

Event description:
A user facility reported that an intraocular lens (iol) was damaged in the cartridge of an iol delivery system. The surgeon reported there ws pt impact, but the nature of that impact is not known. Add'l info has been sought.